Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by abdominal pain and turbid fluid. It was not reported if the patient was hospitalized for the event. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was treated with meropenam injection (1g, ongoing) and vancomycin injection (1g, everyday, ongoing) for peritonitis. Six after the event onset, the patient was recovered from the event. Pd therapy was ongoing. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.